Event description:
It was further reported that the patient was still having concerns with their device or therapy and that they were never resolved. The patient switched doctors and was going to a pain clinic soon to have the battery removed as the stimulator never worked right.

Manufacturer narrative:
Concomitant products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted:(B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) implanted in 2008 and it ¿never really worked¿. The patient wanted to know how they could get their ins taken out since it was bothering them. It was noted that the patient¿s device was supposed to help their back but they could only get it in their feet. It was noted that the patient had had their device reprogrammed numerous times but they couldn¿t get it to work. The patient was able to feel the battery on their back and when they laid on it or when it was touched it hurt. These issues started a couple of years prior to the report. It was noted that there were no falls or trauma associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient had the battery removed because it started hurting them about 6 or 7 months ago. No further complications are anticipated.